Event description:
Initial reporter stated cassette did not fir into the machine during surgical setup. Surgery was not in progress at the time, however, there was a half hour delay while they attempted to replace the cassette with one that would work. There was no adverse effect on the pt.